Event description:
It was reported that (2) devices were used during a "pediciles" procedure. It was reported by the affiliate that the first ez35w instrument did not fire correctly; the staple line was not all the way to the end. The other ez35w handle jammed. Awaiting further info from the sales rep on this case.